Event description:
It was reported that there was noise and oversensing which resulted in inappropriate therapy, high impedance of greater than 3000 ohms, unacceptable thresholds, noncapture, and an apparent lead fracture. The lead was explanted. No patient complications were reported as a result of this event.